Manufacturer narrative:
Batch review performed on 03-aug-2023 lot 2248487: 90 items manufactured and released on 17-apr-2023. Expiration date: 2028-04-01. No anomalies found related to the problem. To date, 53 items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 03-aug-2023 on reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2246186 lot 2246186: 40 items manufactured and released on 08-feb-2023. Expiration date: 2028-01-23. No anomalies found related to the problem. To date, 29 items of the same lot have been sold with another similar reported event during the period of review.

Event description:
The patient had a shoulder hemi-arthroplasty surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in reporting pain after falling and the cause is unknown. The surgeon revised the patient to a reverse shoulder and the surgery was completed successfully. On (B)(6) 2023, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the metaphysis and liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the metaphysis, liner, and glenosphere. The surgery was completed successfully.